Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic sheath was inserted at the left femoral artery, and was successfully advanced. The transcatheter valve was then implanted; however, following the removal of the non-medtronic sheath, contrast radiography revealed a dissection at the left common iliac artery (cia). Subsequently, a non-medtronic stent was placed, and the procedure was completed successfully.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic sheath was inserted at the left femoral artery, and was successfully advanced. The transcatheter valve was then implanted; however, following the removal of the non-medtronic sheath, contrast radiography revealed a dissection at the left common iliac artery (cia). Subsequently, a non-medtronic stent was placed, and the procedure was completed successfully. Additional information was received indicating that the minimum diameter of the access vessel was 4.3 mm. Per the physician, the cause of the injury was possibly the 18 fr non-medtronic introducer sheath. It is likely that the dcs did not contribute to the injury as it passed through the sheath. The valve and the guidewire did not contribute to the injury. The patient had calcified anatomy with a vessel diameter ranging from4.3 mm to a maximum of 5.8 mm, and this may have also contributed to the injury.